Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that a male pt with cad, unstable angina and severe lv dysfunction was undergoing a coronary artery bypass graft. The md was unable to pass the spring wire guide (swg) through the iab lumen. The insertion site was the right femoral artery and the attempt was made sheathless. A re-insertion was made via sheathless with another iab and was successful. The pt did not have any injury or complications. However, the procedure was delayed three hrs.